Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was confirmed to be a malfunctioning temperature cable. The nurse wants to verify settings and thought baby should be warmer than current temperature in the arctic sun device. Nurse stated that they had changed devices because they had temperature probe issues and stated that the baby had already completed rewarming prior changing the devices, so they started the therapy in normothermia mode. Nurse stated that the biomed came to look at the first arctic sun device and determined it needed a new cord from unit to patient and would bring one when they could find one. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device did not meet specifications, and was influenced by the reported failure. The device was in use by a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic sun temperature cable ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the nurse wants to verify the settings and thought that the baby should be warmer than the current temperature in the arctic sun device. The nurse stated that the device was changed because they had temperature probe issues. It was stated that the baby had already completed the rewarming prior to changing the device so they started the therapy in normothermia mode. The nurse stated that the target temperature was 36.5 c the patient temperature was 35.8 c water temperature was 35.8 c and the flow rate was 1.2 lpm. Ms and s walked through the nurse changing to rewarm phase of hypothermia therapy and discussed the difference in control strategies between the normothermia and hypothermia therapy. Ms and s also discussed the flow rate and interventions to increase the flow for neonatal pad. The nurse said that they would troubleshoot the pad placement when the flow rate was decreased and currently stated no alarms or alerts. Ms and s advised to call back if any additional issues or if the baby was unable to maintain the target temperature. Per follow up information received via phone on (B)(6) 2021 the nurse stated that the baby was not rewarming in the second arctic sun device and the temperature decreased to 33.4 c. It was also stated that the nurse placed the arctic sun device into a manual mode and reset the beginning temperature and restarted the rewarming phase. The nurse stated that the baby began to rewarm and therapy was completed with no further issues. The nurse stated that the biomed came to look at the first arctic sun device and determined it needed a new cord from unit to patient and would bring one when they could find one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse wants to verify the settings and thought that the baby should be warmer than the current temperature in the arctic sun device. The nurse stated that the device was changed because they had temperature probe issues. It was stated that the baby had already completed the rewarming prior to changing the device so they started the therapy in normothermia mode. The nurse stated that the target temperature was 36.5 c the patient temperature was 35.8 c water temperature was 35.8 c and the flow rate was 1.2 lpm. Ms and s walked through the nurse changing to rewarm phase of hypothermia therapy and discussed the difference in control strategies between the normothermia and hypothermia therapy. Ms and s also discussed the flow rate and interventions to increase the flow for neonatal pad. The nurse said that they would troubleshoot the pad placement when the flow rate was decreased and currently stated no alarms or alerts. Ms and s advised to call back if any additional issues or if the baby was unable to maintain the target temperature. Per follow up information received via phone on 29sep2021 the nurse stated that the baby was not rewarming in the second arctic sun device and the temperature decreased to 33.4 c. It was also stated that the nurse placed the arctic sun device into a manual mode and reset the beginning temperature and restarted the rewarming phase. The nurse stated that the baby began to rewarm and therapy was completed with no further issues. The nurse stated that the biomed came to look at the first arctic sun device and determined it needed a new cord from unit to patient and would bring one when they could find one.